Event description:
It was reported that the device had no magnet response, and interrogation was not possible. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found normal battery depletion.